Event description:
It was reported that, this right atrial (ra) lead exhibited loss of capture (loc). Boston scientific technical services (ts) recommended contact field representative for further question. No asystole was noted. This ra lead remains in service. No adverse patient effects were reported.